Event description:
During left ureteral stone lithotripsy fiber, length was being adjusted total time 30 seconds to 1 minutes reflected energy was noted aiming beam was normal delivering energy in a front firing manor. After a minute of stone fragmentation, a ureteral perforation in the left ureteral was noted. Noted by the surgeon that this was unusual since the tip of the laser fiber did not come in contact with the ureteral wall. Further lithotripsy was abandoned to extract the fragments before they could float free through the perforation. Three of the four fragments removed. A smaller fragment was not able to be removed.